Event description:
Customer reported oxygen percentage lamp does not illuminate. No pt involvement reported. The covidien customer service engineer (cse) replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).